Event description:
On (B)(6) 2017, I had an outpatient surgery for pop and both mesh upsylon y traditional and sling transobturator obytryxi halo were both used. Then on (B)(6) 2018 I went to see dr reeves because of severe pain and felt like I had stitches coming out inside of my vagina w/ blood spotting. I could feel foreign matter inside of my vagina and was horrified. It is very painful to urinate. She said that I had some mesh pushing through on the back of my vaginal wall. She then performed an in-office procedure, cutting out the mesh that was eroding inside of me. She did this without administering any type of anesthesia. I also gave a urine sample and it showed I have a uti - bladder infection, and she called in a prescription of macrobid for me to pick up. (B)(6) and I had discussed my fear of mesh inside of me long prior to this surgery. She assured me that the mesh was not the same mesh as what I was hearing about on the tv litigation ads and was completely safe. On (B)(6) 2018 continue having-experiencing bladder / urinary tract like infection-symptoms and with every passing day it is getting more difficult to urinate and am experiencing more pain and feel more mesh eroding inside of me. I went to dr reeves' office for my scheduled appt. I gave a urine sample. She examined my vagina and confirmed that I would have to be put asleep for an in-office surgery to remove the eroding mesh from inside of me. On (B)(6) 2018 I had the in-office surgery with (B)(6), an anesthesiologist and a nurses aid. On (B)(6) 2018 post op ck with (B)(6) she no longer takes my insurance and I feel like this appt was a huge waste of time. (B)(6) expressed that she would not change me for todays visit (due to the in-office surgery she performed on me in her office on (B)(6) 2018 was considered a procedure and not in hospital surgery that includes a post op visit) and she is no longer a part of the bcbs tx network. (B)(6) office is now owned and controlled by privia medical group. I still have mesh erosion and my life has been ruined. I have severe vaginal / pelvic pain and bleeding. I can feel so much mesh eroding inside of my vagina. Sex is impossible due to pain and bleeding. I am greatly concerned about all of me vessels, nerves, structures and organs, including my bladder, urethra and bowels. I experience urinary tract infections and fevers. The mesh extrusion, exposure, or erosion into my vagina and feel like it has invaded other structures and organs. I am in acute and chronic pain, I do not take any pain medications. I have voiding dysfunction. I have pain during intercourse, which has almost destroyed my marriage of 30 years. I am experiencing neuromuscular problems, acute and chronic pain in my groin, thighs, legs, pelvic abdominal areas. My legs and feel can go numb. Lower back pain is off the chart. I have urinary frequency during sleeping hours that never happened before this surgery, I only had the surgery due to it was hard to urinate; urinary retention. I am experiencing various allergic reactions - in my joints I have stiffness, swelling, aches, blister like nodules developed on my finger joints and lasted for months. They finally exploded. I truly believe it could be an allergic reaction to the mesh and be reactive arthritis. After all this hell I have recurrent prolapse and mesh all inside of my vagina. I am experiencing auto immune disorders I have never had prior to mesh. My vagina feels like it has been turned in to a nightmare. I have developed severe constipation, defecation dysfunction that is painful and bleeds, and my vagina hurts when I finally go to the bathroom.